Manufacturer narrative:
(B)(4). All information provided by manufacturer and report number mw5060804.

Event description:
It was reported that the atrial lead exhibited noise which led to inappropriate mode switches. No intervention or patient symptoms were reported. There were no adverse consequences to the patient.